Manufacturer narrative:
This report will be amended when our investigation is completed.

Event description:
It is reported that the device was implanted in 2005. The device was revised in 2007, due to pain. There was no loosening of the component but there was apparent corrosion of the femoral implant.